Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 48 mg/dl at the time of the incident. The customer used food to treat. The customer experienced symptoms such as feeling light headed, dizzy, and shaky. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was completed and no issues were found. The customer stated they felt light headed, dizzy, and shaky on the day of the call with a blood glucose of 145 mg/dl and sensor glucose of 158 mg/dl. The customer reported a lot of stress in their life at the moment. The insulin pump will not be returned for analysis.